Manufacturer narrative:
Based on the info received and the visual and functional results, it was concluded that the instrument was fired across an obstruction. This is evidenced by the visible damage to the knife and the breakaway washer. The knife was returned with several nicks present and the breakaway washer was cut but with visible damage present. The instrument was reloaded and fired. Depsite the damage to the knife, it fired and formed all the staples as designed with an acceptable cut on the test media. This inquiry was originally reported as an rpo. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuoulsy improve the products.

Event description:
During a sigmoid colectomy, the surgeon experienced difficulty with firing and removal of the device. Following removal of the device the surgeon reported an incomplete anastomosis which required oversewing. Add'l operating room time was required to repair the anastomosis. The hosp is holding the device pending their own review.